Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The events were noted remotely and in-clinic. The device was reprogrammed. The patient was asymptomatic as a result of the events and will be monitored remotely via merlin.net.